Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. The right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) and lead impedance variation. The rv lead sensitivity was reprogrammed, however another alert was triggered approximately ten days later. A transmission was reviewed and the patient was sent to the emergency room for a suspected fracture due to high rate non-sustained episodes, high sensing integrity counter (sic), oversensing consistent with noise and rising pacing impedance. The lead detections were turned off and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.